Event description:
Tpn bag spiked with tubing and prepared for infusion and noted leaking from spiked port. Bag not used, sequestered and sent back for eval. Noted detachment of glued tubing in port and leaking coming from this. Tpn not infused into pt. No pt harm occurred.